Event description:
"Pt reported squeaking. Very loud in both hips, esp. When sitting for a long period of time or when flexing buttocks. Developing pain in the area accompanying squeak. Trauma in dec 2004 (fell in bathtub). Pt no longer squeaking, has moderate pain.